Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer reported the device have an n250 alarm occur during an infusion. The reporter further added, spark 72254 IV pump spontaneously stopped without alarming. When attempted to resume IV drip, pump still reads "stopped¿. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Manufacturer narrative:
Could not confirm customer¿s complaint that the device stopped without alarming. Device did alarm with n250 and stopped delivering. Device passed alarm loudness pvt test. Probable cause for the device stopping with no alarm could not be found. Additional information in h6.

Manufacturer narrative:
The device was received for evaluation on 8/1/2022. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. The report stating : "the device have an n250 alarm occur during an infusion" could not be confirmed. Due to a lack of information, no probable cause was determined. Updated by t. Hathaway on 08/03/2022 confirmed customer¿s complaint that the device alarmed with error code n250. Device failed self test with error code n250. Replaced the fluid shield and cassette door. Device passed self test with no error alarms. Probable cause is physical damage to the fluid shield and cassette door assemblies due to normal wear and tear. During inspection found the front enclosure, rear enclosure, keypad assembly, and proximal tubing holder to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, keypad assembly and proximal tubing holder. Probable cause is physical damage due to normal wear and tear. Device ln 30010-04-05 sn (B)(4), module ln 30011-04-05 sn (B)(4). Additional information: d9 - device available for evaluation and d9 - date returned to mfg